Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she was hospitalized due to low blood glucose. Customer's blood glucose at time of admission was 32 mg/dl. The customer has been experiencing low blood glucose for past event. The emergency medical service was dispatched because of the low blood glucose. Customer was admitted to the hospital on (B)(6) 2016. Customer stated that she ended up fine in the hospital and wearing the pump at time of hospitalization. Customer was advised to monitor pump and blood glucose.